Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The engineering eval of this unit found the upstream sensor values to be low. Additionally, eval of the sensor found fine cracks in the upstream sensor tail which are known to cause intermittent upstream occlusion alarms. The upstream sensor will be replaced.

Event description:
It was reported that a pump intermittently alarms for upstream occlusion when no occlusion is present. The customer stated there was no pt involvement.